Manufacturer narrative:
Upon receipt of additional information, it has been determined that this device did not cause or contribute to the reported event. The initial report was forwarded in error and should be voided.

Event description:
Upon receipt of additional information, it has been determined that this device did not cause or contribute to the reported event. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
(B)(4). Concomitant medical products: item #: unknown unknown head lot #: unknown, item #: unknown unknown liner lot #: unknown, item #: unknown unknown cup lot #: unknown. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2019 - 04028 head, 0001825034 - 2019 - 04048 liner, 0001825034 - 2019 - 04050 cup.

Event description:
It was reported by the 411 group the patient received an initial right tha at an unknown date and is considering revision surgery for an unknown reason. The sales rep is inquiring about the femoral stem that was implanted. Attempts were made to obtain additional information; however, none was available.